Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event, however confirmed it in the event log. The interface breakout printed circuit board (pcb) and footswitch were replaced. The system was then tested and met all product specifications. The interface breakout printed circuit board (pcb) and footswitch were received for evaluation. The reported issue was replicated and a nonconforming footswitch was found to be the cause. This event occurs when the footswitch is depressed/released with minimal movement between the threshold of firing and not firing, known as ¿feathering¿ technique. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch. . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser pauses during use. The procedures were completed with the same device. The number of patients is unknown. There was no patient impact reported.